Event description:
The customer's wife reported that the insulin pump was not delivering insulin properly. Troubleshooting was not possible as the caller did not have hipaa authorization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.